Event description:
The customer reported that the system displayed an iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service representative replaced the iris potentiometer and adjusted the collimator sizing. The system was tested and found to be working as intended and put back in service.